Event description:
It was reported that revision surgery was performed to remove the dyplasia screws due to pain. The cup and head remain implanted. Arthrography performed due to pain (B)(6) 2009. Acetabular impingement reported following device implantation, which was resolved after an osteochondropathy.